Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, and a curved opening. A leak test was performed and found one opening. A microscopic analysis identified: a curved sharp opening on the valve bond edge assessed as an unidentified(tear) opening, and no shell thickness due to an opening under the plug strap. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear)opening.

Event description:
Device has been explanted.